Event description:
It was reported that the pt visited the ER with complaints of abdominal pain, nausea, and shocking sensations. The following day his device was deactivated and he was admitted to the hosp for observation. The pt outcome is unk. Further info is being requested at this time.